Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples on a bd facsvia¿ flow cytometer erroneous results were obtained. 20 patients had a delay in treatment and or surgery. The following information was provided by the initial reporter: instrument giving unexpected results. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) yes about 20 patients delayed treatment and surgery. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Not redrawn. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part#: 656874, and serial#: (B)(6). Problem statement: customer reported a complaint regarding their instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 29jan2021 to date 29jan2022. Complaint trend: there are 5 complaints related to the issue of collecting erroneous results; date range from 29jan2021 to date 29jan2022. Manufacturing device history record (DHR) review: DHR part#: 656874 serial#: (B)(6), file#: (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results could not be determined. The customer had initially reported that the instrument was producing erroneous results and requested a field service. The fse (field service engineer) that came onsite observed the instrument and found that the blue laser was functioning as expected. A qc test was performed successfully and the instrument was determined to be functioning without issue. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed by the incorrect results. The results were captured prior to any diagnosis decision and were discarded once discovered. The customer noted that around 20 patients were delayed treatment and/or surgery due to this event, but the samples did not have to be redrawn and there was no physical harm or injury to any patients due to erroneous results or delay. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order#: (B)(4), case#: (B)(4). Install date: on (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: instrument giving unexpected results. Problem description: instrument giving unexpected results. Work performed: checked blue laser functionality on tera term, laser appears okay. Ran qc successfully. Cause: not known. Solution: issues still under investigation. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part#: 10000176773ra, (B)(6), clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes, no. ID: 3.2.11 hazard: user changes run settings on instrument that passed qc mode cause: user allowed to adjust threshold or compensation settings to optimize them. Harmful effects: inaccurate results. Risk control: pcfl-3414 ¿ threshold modified message. Pcfl-3415 ¿ compensation modified message. Operate only as directed in the IFU ¿general system precautions ¿ safety and limitations guide. Implementation verification: tp-133, tp-151. Tp-133, tp-151. 23-14661-00 bd facsvia¿ safety and limitations. Effectiveness verification: verification report ¿ pm076. Tp-151 plasma count test definition. Pass date: 11-jun-2015. Tp-133 leucocount test definition. Pass date: 28-aug-2014. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause of the erroneous results could not be determined. Conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The fse observed the performance of the instrument and determined that it was functioning as expected. Although patient samples were used, no one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while testing patient samples on a bd facsvia¿ flow cytometer erroneous results were obtained. 20 patients had a delay in treatment and or surgery. The following information was provided by the initial reporter: instrument giving unexpected results. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) yes about 20 patients delayed treatment and surgery. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. Not redrawn. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.